Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration/ migration of essure device: endometrial cavity/ some pieces of coral (as written, interpreted as coil) was embedded in uterus, couldn¿t remove/ essure device was embedded in uterus out of my tubes'), device breakage ('device breakage') and genital haemorrhage ('genral abnormal. Bleed/ heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included anxiety and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), pelvic pain ("pelvic pain/ pain pelvis"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia) / severe bleeding"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis"), migraine ("migraines /headaches"), allergy to metals ("nickel allergy"), uterine pain ("pain uterus"), vaginal discharge ("vaginal discharge"), headache ("headaches") and complication of device removal ("some pieces of coral (as written, interpreted as coil), was embedded in uterus, couldn¿t remove") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, bacterial vaginosis, migraine, allergy to metals, uterine pain, vaginal discharge, weight decreased and complication of device removal outcome was unknown and the dysmenorrhoea, menorrhagia and headache had resolved. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: uterus, migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infect, vaginal infection date(s) of insertion: 2004 or 2005 (as per current pfs). The plaintiff claims that essure worsened a previously existing injury/condition- headaches, cramping, severe bleeding. Removal of essure as reported in current pfs : surgical removal of coil ¿ left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Ultrasound scan - on an unknown date: displaced essure coil in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : bacterial vaginosis, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: plaintiff fact sheet and medical records received : reporter information, patient details added. Vaginal haemorrhage, female sexual dysfunction, device breakage, dyspareunia, fatigue, bacterial vaginosis, migraine, allergy to metals, uterine pain, vaginal discharge, weight decreased, headache, complication of device removal, device monitoring procedure not performed. Concomitant conditions added. Lab test ¿imaging procedure¿ was deleted. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration of essure device: endometrial cavity/ some pieces of coral embedded in uterus, couldn¿t remove/ essure device was embedded in uterus out of my tubes') and device breakage ('device breakage') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included anxiety and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced migraine ("migraines /headaches") and headache ("headaches"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain pelvis"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia) / severe bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("genral abnormal. Bleed/ heavy bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), uterine pain ("pain uterus"), complication of device removal ("some pieces of coral (as written, interpreted as coil), was embedded in uterus, couldn¿t remove") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, bacterial vaginosis, migraine, allergy to metals, uterine pain, vaginal discharge, weight decreased and complication of device removal outcome was unknown and the dysmenorrhoea, menorrhagia, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bacterial vaginosis, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: uterus, migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infect, vaginal infection date(s) of insertion: 2004 or 2005 (as per current pfs). The plaintiff claims that essure worsened a previously existing injury/condition- headaches, cramping, severe bleeding removal of essure as reported in current pfs : surgical removal of coil ¿ left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Ultrasound scan - on an unknown date: displaced essure coil in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : bacterial vaginosis, vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: medical record received. No new significant information received. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration of essure device: endometrial cavity/ some pieces of coral embedded in uterus, couldn¿t remove/ essure device was embedded in uterus out of my tubes') and device breakage ('device breakage') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included anxiety and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced migraine ("migraines /headaches") and headache ("headaches"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain pelvis"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia) / severe bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("genral abnormal. Bleed/ heavy bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), uterine pain ("pain uterus"), complication of device removal ("some pieces of coral (as written, interpreted as coil), was embedded in uterus, couldn¿t remove") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, bacterial vaginosis, migraine, allergy to metals, uterine pain, vaginal discharge, weight decreased and complication of device removal outcome was unknown and the dysmenorrhoea, menorrhagia, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bacterial vaginosis, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: uterus, migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infect, vaginal infection. Date(s) of insertion: 2004 or 2005 (as per current pfs). The plaintiff claims that essure worsened a previously existing injury/condition- headaches, cramping, severe bleeding. Removal of essure as reported in current pfs : surgical removal of coil ¿ left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: displaced essure coil in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : bacterial vaginosis, vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: pfs received- new event cramping was added. Lab data was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration of essure device: endometrial cavity/ some pieces of coral embedded in uterus, couldn¿t remove/ essure device was embedded in uterus out of my tubes') and device breakage ('device breakage') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included sinus congestion, dysmenorrhea, nasal discharge, pelvic pain female, vaginitis, ovarian cyst, dyspareunia, muscle ache, bruising, uterine tenderness, vaginal discharge, vaginal odor and urinary frequency. Previously administered products included for an unreported indication: midol. Concurrent conditions included anxiety and uterine bleeding. Concomitant products included intrauterine contraceptive device (paragard t380a). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced migraine ("migraines /headaches") and headache ("headaches"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain pelvis"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia) / severe bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleed/ heavy bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), uterine pain ("pain uterus"), complication of device removal ("some pieces of coral (as written, interpreted as coil), was embedded in uterus, couldn¿t remove") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, bacterial vaginosis, migraine, allergy to metals, uterine pain, vaginal discharge, weight decreased and complication of device removal outcome was unknown and the dysmenorrhoea, heavy menstrual bleeding, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bacterial vaginosis, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: uterus, migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infect, vaginal infection date(s) of insertion: 2004 or 2005 (as per current pfs). The plaintiff claims that essure worsened a previously existing injury/condition- headaches, cramping, severe bleeding. Removal of essure as reported in current pfs : surgical removal of coil ¿ left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Ultrasound scan - on an unknown date: displaced essure coil in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : bacterial vaginosis, vaginal bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation: uterus / migration of essure device: endometrial cavity/ some pieces of coral embedded in uterus, couldn¿t remove/ essure device was embedded in uterus out of my tubes') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included sinus congestion, dysmenorrhea, nasal discharge, pelvic pain female, vaginitis, ovarian cyst, dyspareunia, muscle ache, bruising, uterine tenderness, vaginal discharge, vaginal odor, urinary frequency and ovarian cyst. Previously administered products included for an unreported indication: midol. Concurrent conditions included anxiety and abnormal uterine bleeding. Concomitant products included intrauterine contraceptive device (paragard t380a). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced migraine ("migraines /headaches") and headache ("headaches"). In may 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain pelvis"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia) / severe bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of left essure coil into the uterine cavity."), genital haemorrhage ("genral abnormal. Bleed/ heavy bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), uterine pain ("pain uterus"), complication of device removal ("some pieces of coral (as written, interpreted as coil), was embedded in uterus, couldn¿t remove") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, bacterial vaginosis, migraine, allergy to metals, uterine pain, vaginal discharge, weight decreased and complication of device removal outcome was unknown and the dysmenorrhoea, heavy menstrual bleeding, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bacterial vaginosis, complication of device removal, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: uterus, migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infect, vaginal infection date(s) of insertion: 2004 or 2005 (as per current pfs), (B)(6) 2009. The plaintiff claims that essure worsened a previously existing injury/condition- headaches, cramping, severe bleeding. Removal of essure as reported in current pfs : surgical removal of coil ¿ left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Probable essure micro insert devices seen in the endometrial canal. No obvious complications are identified. 2. Right ovarian cyst.; on (B)(6) 2021: impression: 3.0 cm probable corpus luteum cyst left ovary and a follow-up ultrasound is recommended in 6 weeks to document resolution to exclude cystic ovarian neoplasm. Ultrasound scan - on an unknown date: displaced essure coil in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : bacterial vaginosis, vaginal bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters, lab data added. New event : expulsion of left essure coil into the uterine cavity was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration/ migration of essure device: endometrial cavity/ some pieces of coral (as written, interpreted as coil) was embedded in uterus, couldn¿t remove/ essure device was embedded in uterus out of my tubes'), device breakage ('device breakage') and genital haemorrhage ('genral abnormal. Bleed/ heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included anxiety and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), pelvic pain ("pelvic pain/ pain pelvis"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia) / severe bleeding"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis"), migraine ("migraines /headaches"), allergy to metals ("nickel allergy"), uterine pain ("pain uterus"), vaginal discharge ("vaginal discharge"), headache ("headaches") and complication of device removal ("some pieces of coral (as written, interpreted as coil), was embedded in uterus, couldn¿t remove") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, bacterial vaginosis, migraine, allergy to metals, uterine pain, vaginal discharge, weight decreased and complication of device removal outcome was unknown and the dysmenorrhoea, menorrhagia and headache had resolved. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: uterus, migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infect, vaginal infection date(s) of insertion: 2004 or 2005 (as per current pfs). The plaintiff claims that essure worsened a previously existing injury/condition- headaches, cramping, severe bleeding removal of essure as reported in current pfs : surgical removal of coil ¿ left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Ultrasound scan - on an unknown date: displaced essure coil in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : bacterial vaginosis, vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') and genital haemorrhage ('genral abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infect") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: uterus, migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infect, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: perforation: uterus / migration, abnormal bleeding, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infect, vaginal infection. Full hysterectomy was performed. Essure implant and explant date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.